Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-11-04 (B)(4) (con): a friend or family member of the patient reported that since they got their implant their speech has been affected/gotten worse. They have had speech therapy as well. It was stated that their battery was recently replaced as well. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.